Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 517 (mg/dl) and diabetic ketoacidosis. The customer delivered boluses to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous fluids, insulin and glucose. The contact reported that the customer had an ear infection and that this possibly contributed to their elevated bg levels. The customer was released from the hospital on (B)(6) 2016.